Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the nurse that the customer had a motor error alarm on the insulin pump. Customer was not able to troubleshoot and was not present at the time. The insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor also, the battery tube was corroded. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion test and displacement test. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.